Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol 3dmax (device #2). An additional emdr was submitted to represent the bard/davol 3dmax (device #1). Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of two unspecified bard/davol 3dmax on (B)(6) 2018 and (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient". It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-may-2019) is considered to be a best estimate. This supplemental emdr represents the bard/davol 3dmax (device #2). An additional supplemental emdr was submitted to represent the bard/davol 3dmax (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of two unspecified bard/davol 3dmax on (B)(6) 2018 and (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient". It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2018 - patient was diagnosed with umbilical hernia and unilateral recurrent inguinal hernia thereby underwent open repair implant of 3dmax mesh (device #1). Per op notes, ¿small umbilical hernia defect was repaired using sutures. Then the left inguinal hernia was repaired with 3dmax mesh (device #1) and tacked in place.¿ (B)(6) 2019 - patient was diagnosed with recurrent left inguinal hernia thereby underwent laparoscopic repair implant of 3dmax mesh (device #2). Per op notes, ¿identified the recurrent left inguinal hernia. There was dense adhesion in this area. Then trimmed an extra-large 3dmax mesh (device #2) to fit the pocket and secured using tacks.¿